Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and six months later, filter removal procedure was performed and indicated that there were three fractured limbs, and one fragment was noted to be embolized to the right ventricle. Real time ultrasound guidance was used to puncture the right internal jugular vein. Multiple spot images of the filter and fragment were performed. Rotational cavography was performed and the filter was then removed using endobronchial forceps in the jaws of life technique. It was removed successfully. Forceps were used to remove one of the locally retained fractured filter arms. A concerted attempts was made to remove the other one, however this was unsuccessful, and the fragment was likely extravascular. Post removal cavogram was performed. Following removal of the filter and 1 locally retained fractured arm, a pigtail catheter was placed into the right ventricle. Right ventriculography was performed. Utilizing a steerable sheath, snare and catheter, the fractured filter arm was removed from the right ventricle. The sheath was then removed, and hemostasis was gained by manual compression. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated. The device and detached struts were removed percutaneously; however, one detached strut retained in the extra vascular space adjacent to the lumbar vertebral body. The current status of the patient is unknown.